Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. The device passed the probe check. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur"

Event description:
Olympus was informed that during a hysterectomy procedure, the teflon pad peeled back after about 5-10 activations exposing metal. There was no bleeding observed. No device fragment fell into the patient. The intended procedure was completed with a similar device from a different lot. There was no patient injury reported. Additionally, the device was inspected prior to the procedure with no anomalies found.